Event description:
It was reported that on the saturday prior to the date of this report, the stimulation had come on so strong that the patient was being shocked and having convulsions. The stimulation was noted to have been so strong that the patient couldn¿t reach for the patient programmer. The patient had gotten up to walk, but the shocking stimulation hadn¿t happened until the patient arched her back. The patient felt the surge throughout her whole body, and not just in the area of the typical stimulation. The impedances were checked and had been found to have all been fine, with nothing having been flagged as out of range. The group impedances and settings were: a1: 331ohms, 21.27ma, 7.5volts, 450us, 60hz, 6 active electrodes with 1 negative and the rest positive; a2: 362ohms, 10.573ma, 4.0volts, 450us, 60hz, 5 active electrodes with 1 negative and the rest positive. No power on reset (por) had been seen and the patient had not experienced any falls or traumas. No device related issue could be determined. Later, the patient was receiving comfortable therapy without any further complaints. No follow-up appointments had been scheduled.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).